Manufacturer narrative:
T:flex user guide states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer encountered a static fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of apidra insulin. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support educated the customer in regards to fill estimates.